Event description:
It was reported that on, intra-op, the shaft broke and so the distal jaw would not open. Product came in contact with the patient. The product broke but no fragment remained in the patient.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging studies were returned to the manufacturer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.